Manufacturer narrative:
Device evaluated summary will be submitted upon completion.

Event description:
PICC line was inserted via right basillic vein. The line was flushed using a 10 ml syringe. At this point a leak was noted at the junction between the catheter and the moulding. Dr. (B)(6), consultant neonatologist, newborn unit, (B)(6) hospital, (B)(6). Dr. (B)(6) stated, that no form of intervention needed, no resistance encountered during removal. (B)(4).